Event description:
Surgical intervention is planned to remove a bone cement fragment from the posterior capsule. Poly inserts will be exchanged during the procedure.

Manufacturer narrative:
Surgical intervention is planned to remove a bone cement fragment from the posterior capsule. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.